Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient¿s mother stated that she noticed an infection at the insertion site after removing the sensor on (B)(6) 2018. The infection appeared to be a pimple-like bump filled with pus. On (B)(6) 2018 the patient saw a doctor and was prescribed an oral antibiotic. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.